Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 0.9% sodium chloride with 20meq/kclwas infusing at 10ml/h. The nurse's colleague saw the bag was almost finished and checked with the nurse to see if she wanted another bag hung. The nurse said yes, so the colleague hung a new bag and changed the vtbi to 1000ml. The nurse went into the room approximately an hour later and found the bag empty. She noted that the rate remained at 10ml/h. The nurse double checked with her colleague to verify whether she did actually hang a bag and the colleague confirmed that she did. There was no patient effect, and no medical intervention required.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.